Event description:
It was reported that during the implant procedure, the physician was using a guidewire from another manufacturer and was unable to insert it into the lead. The lead was not used and replaced. The procedure was completed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found foreign material inside the inner coil. The material contained iodine that for example is used in radio contrast agents.